Manufacturer narrative:
No code patient code ((B)(4)) available for hunger and fussiness.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had developed a power issue ¿ meter does not turn on after inserting a test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, 10:00am. The patient denied talking any medications to manage her diabetes and reported at this time she developed symptoms of ¿shakiness, hunger and fussiness¿. She stated that on (B)(6) 2017, 10:05am she self-treated with glucose tablets and at 10:15am consumed more food /drink for these symptoms. The patient denied using another device to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. The patient was unable to carry out a rapid charge on the meter and they had not noticed the battery indicator or message prior to turning on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.